Event description:
It was reported that during use with an unspecified amount of bd vacutainer® eclipse¿ signal¿ blood collection needle there was poor sleeve function and leakage occurred. There was reported to be no patient impact. The following information was provided by the initial reporter: leakage between needle and holder. Rubber cover do not cover the back needle due blood sampling.

Manufacturer narrative:
Investigation summary: bd received 50 samples and 5 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve leakage was observed. Additionally, 10 of the customer samples were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the indicated failure mode for sleeve leakage with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode.